Event description:
A medtronic representative reported that, while in a transforaminal lumbar interbody fusion (tlif) l4-l5 spine procedure, the surgeon alleged an inaccuracy. A medtronic representative reported that the inaccuracy was noted immediately after the o-arm spin was acquired and was inaccurate 7 millimeters inferior and 3 millimeters laterally. Inaccuracy was noted with multiple instruments. The surgeon continued to use navigation with knowledge of the inaccuracy; stating that he compensated for the inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that a probably cause was unable to be determined without further information since the behavior could not be replicated.

Manufacturer narrative:
On (B)(6) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On (B)(6) 2014, a medtronic representative, following-up at the site, reported performing a navigation system check-out and an imaging system check-out; unable to reproduce the inaccuracy. On (B)(6) 2014 medtronic representative observed a subsequent procedure with a different navigation system, but using the same imaging system, and everything was accurate. No parts have been returned to manufacturer for analysis.